Manufacturer narrative:
Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open at middle section¿ was unable to be confirmed as the middle section of braid was found to be opened. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was the middle section of the pipeline which failed to open. The pipeline was not positioned in a vessel bend. There was no damage observed to the pipeline stent or pushwire. No resistance was felt with the pipeline in the microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after gaining access using the retrograde stent positioning maneuver (proximal traction), the landing zone in the c7 segment of the right internal carotid artery (ica) was reached saving the bifurcation. The implantation of the pipeline continued until the proximal curvature of the carotid siphon where it was noted there was inadequate expansion of the mesh adjacent to the aneurysm and in the ophthalmic segment of the acid. Resheathing was performed, and anterograde pressure was applied to the device which promptly expanded satisfactorily. Implantation continued, and it was notedat the apex of the curvature of the siphon that the device completely closed. Conventional maneuvers were performed to force expansion: application of anterograde force, retraction of the device followed by new implantation attempts, complete opening of the device proximally. However, despite about 20 minutes of attempts, expansion was not obtained. The pipeline was removed which was uneventful, and a replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were satisfactory. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with an unknown max diameter and a 5 mm neck dia meter. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was unknown. Ancillary devices include a marksman microcatheter.